Manufacturer narrative:
This device is not distributed in the USA, therefore the PMA/510(k) number is not applicable. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
The image gets blurry, there is moisture under the led lens. This event occurred at the time of before use. There was no report of patient harm.